Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous, 80% stenosed, mid right coronary artery. The patient presented with angina. After pre-dilatation with a 2.0x8 mm semi-compliant balloon, stenting was performed using a radial approach at high pressure with a 2.75x28 mm xience v stent. Fluoroscopy after stenting showed a dissection at the proximal end of the stent implant which was treated using a 2.75x15 mm xience v stent. There was no clinically significant delay during the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effects of dissection of the coronary artery is listed in the xience v, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.